Event description:
Reporter alleged discrepant back to back results of 154 mg/dl versus a reading of 52 mg/dl when testing was performed 5 minutes apart. Customer stated not feeling well after the first reading, specifics of symptoms was not provided. As a result of the comparison, customer indicated self treating with a sweetened beverage, however, no other actions were taken or treatment reportedly rec'd. A request was made for the return of the suspect device and replacement product was sent.